Event description:
An aneurx bifurcated stent graft of an unknown size was implanted for the treatment of an abdominal aortic aneurysm on an unknown date. The aneurysm and vessel morphology are unknown. It was reported that the pt presented approximately 1-yr post implant at the hosp with complaints of back pain and expired. It was reported that the pt's abdominal aortic aneurysm ruptured from an undetected type I endoleak. Despite repeated attempts to obtain add'l info, no info is available at this time.